Event description:
Customer's mother reported customer went to the emergency room for high blood glucose. Customer could not lower her blood glucose with the insulin pump. Her blood glucose was 516 mg/dl. She experienced vomiting, thirst, and had high ketones. Customer's blood glucose was around 300 mg/dl when admitted because she had already taken a manual injection. She was diagnosed with diabetic ketoacidosis. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer's mother declined further troubleshooting because she felt the device was working as designed. She was advised to call back whenever needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).